Manufacturer narrative:
Product analysis summary: a kink was evident on the catheter 13cm distal to the strain relief. The stent was positioned between the markerbands but not meeting specifications due to deformation at the distal end. Deformation was evident to the 1st and 2nd distal stent wraps with struts raised. Deformation was visible to the transition tubing, immediately proximal to the guidewire entry port. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use two resolute integrity rx coronary drug eluting stents to treat a severely calcified lesion exhibiting 95% stenosis located in the proximal circumflex (cx) artery. The devices were inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. Both devices did not pass through a previously deployed stent. Resistance was encountered during advancement of both stents. Excessive force was used during delivery of both stents. It was reported that an attempt was made to treat the lesion using a 2.75 x 18 mm stent however it failed to cross the lesion, therefore a second attempt was made to treat the lesion using a 3.00 x 18 mm stent, however the second stent could also not cross the lesion. The procedure was completed using a third stent. The patient is reported to be alive with no injury. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Device analysis for the 3.00 x 18 mm stent has show stent deformation.